Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to blank display. Unit had broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had missing threading from battery compartment. Customer¿s blood glucose level was 137 mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.